Manufacturer narrative:
The device was inspected and tested on april 02, 2017. Within this inspection, functional testing and visual inspection was made. The result was: product in specification and did not show any deviations that could cause the reported incident. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer called on 03/30/2017 stating that skull clamp needs repair. On the return goods form it stated that the "skull clamp does not hold skull. Clamp came loose during the case, but there was no risk to patient."